Manufacturer narrative:
Compromised force sensor system alarm at basic occlusion due to loose drive support disk. Unable to verify motor error alarm due to compromised force sensor system alarm at basic occlusion test due to loose drive support disk. Unable to perform occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm at basic occlusion test. Motor passed motor test. Insulin pump was received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip, scratched reservoir tube window and scratched case.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was able to rewind the insulin pump. Customer's blood glucose level was 298 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.